Event description:
It was reported that the pt was revised due to pain, infection, and loosening. All implants were removed and an antibiotic cement hip spacer was implanted.

Manufacturer narrative:
The sterilization process for these devices is in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint were processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. No devices, surgical notes, or x-rays have been provided. Based on the information provided, a definitive cause for the pain and loosening observed cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.